Event description:
It was reported that the iab was inserted without using an introducer sheath. The ap line was flushed with a heparin/saline solution and inserted femorally. However, there was no ap trace. Since this difficlty could not be resolved, the iab was removed and replaced. There were no pt complications.

Event description:
It was reported that the iab was inserted without using an introducer sheath. The ap line was flushed with a heprin/saline solution and inserted femorally. However, there are no ap trace. Since the difficulty could not be resolved, the iab was removed and replaced. There were no pt complications.